Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was getting up to void as many times as they were before, was having lots of urges, and was soaking their pad before making it to the bathroom. Patient felt sick and had diarrhea and was not sure if it was because they were constipated and had not had a bowel movement since the previous (B)(6). Patient needed to take a laxative to help from taking bactrim. Patient changed back to program 1 due to feeling stimulation in their toe and stated the pain was never that bad before and almost felt like they were having a stroke. Patient stated they felt better, but later repeated that when they were on program 2 they felt a sharp pain in their toe and thought they were having a stroke and that their teeth felt weird. Patient was concerned that their wire had come loose and the bandage had moved. Patient noted they were going to reinforce the bandage with a big bandage. No further complications were reported.